Event description:
Patient is a (B)(6) male weighing (B)(6) with no relevant preexisting conditions. Physician made 3 passes with the spin xtend needle. Before inserting the needle into the scope on the 4th pass, physician noticed a piece of metal sticking out of the distal end, just barely passed the sheath. I came around to inspect. We deployed the needle, while outside of the patient, to test it and the metal piece remained stationary. I suggested we could replace it, but physician went forward with the same needle for a 4th pass. Physician completed his 4th pass but when he removed the needle from the scope, he noticed the metal piece was not sticking out anymore. He immediately asked for a therapeutic scope and conventional forceps, where he discovered the metal piece was inside the tracheal tube. He successfully removed it with the forceps and moved on to ebus.